Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 component code: g03001. Service inspected the analyzer and found no evidence of any fire/charred components. The power supply, scc-f+ (rohs)_part number 7-206072-01 was determined to be the cause of the issue and was replaced to resolve the issue. The module function was verified with a control/precision run. Review of the service history for the architect c4000 analyzer did not identify contributing factors and no additional issues related to smoke were reported. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to a small area; damage did not spread to other parts of the instrument. A review of complaint and trending data did not identify any trends for tickets for the power supply, scc-f+ (rohs) part or the architect c4000 related to the issue identified in this complaint. Review of device history records for the part did not identify any non-conformances or potential non-conformances. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer observed visible smoke from the architect c4000 analyzer. The customer shutdown the analyzer. Field service inspected the analyzer and determined the scc power supply was the cause of the smoke. No fire or evidence of fire was observed. The power supply was replaced to resolve the issue. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed visible smoke from the architect c4000 analyzer. The customer shutdown the analyzer. Field service inspected the analyzer and determined the scc power supply was the cause of the smoke. No fire or evidence of fire was observed. The power supply was replaced to resolve the issue. There were no injuries and no impact to patient management reported.